Event description:
It was reported the patient is experiencing charging issues and her ipg has migrated out of the pocket. The patient is requesting to have her scs system removed. An sjm representative met with the patient and noted she has lost a significant amount of weight and the ipg is more superficial. An sjm representative confirmed her ipg will not communicate with the charger. The patient last used and charged her ipg approximately 1 year ago. The patient is pending follow up with an sjm representative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.